Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. The patient was stable. Further information has been requested but has not yet been received.